Manufacturer narrative:
The device was not in clinical use at the time of the event. The 1007 occurred during pre-use checking, so the device was replaced with the same model. No delay in therapy was reported and there was no report of patient or user harm.

Event description:
It was reported to philips that the device displayed vent inoperative 1007 machine and proximal pressure sensors failed. The device was not in clinical use at the time of the event. The "1007" occurred during pre-use checking, so the device was replaced with the same model. No delay in therapy was reported and there was no report of patient or user harm. The reported issue was not duplicated by a test run performed. Occurrence records of the following errors were confirmed in the event log: 1007, 1106,1107, 1110, 1113,1127,110e, and 110f. It has been recommended to replace the da-mc cable.

Manufacturer narrative:
G5: 510k: k102985. B4: 08jul2021. The reported phenomenon was not duplicated despite run checking. The event log revealed that 1007, 1106, 1107, 1110, 1113,1127,110e, and 110f had occurred. The customer cancelled the repair, therefore, the device was returned to the customer unrepaired. If the decision is made to have the device repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.